Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for follow-up in clinic with multiple non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing observed on the right ventricular channel of the implantable cardioverter defibrillator. It was noted that the patient did not receive therapy during the oversensing. Programming modifications were performed. The patient¿s condition was stable.